Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a scope video socket retention clip worn and video connector socket worn were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center display a b30 error. The scope was exchanged; however, the issue persisted. The event occurred during procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the ¿error code b30¿ did not replicate and did not lead to the identification of the causal factors. It was confirmed that "flickering of images" occurred, and it was from abnormal communication with the scope due to wear of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the service manual, it was confirmed that b30 error showed the scope communication error, and it was a message in which the hard deployment of the scope ID data failed (registry error occurred), and it was mainly generated by foreign body attachment of the electric junction and attachment of the moisture. Olympus will continue to monitor field performance for this device.